Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
At subsequent follow-ups, high thresholds were observed. Lead was replaced.